Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited diagnostic anomaly in which the device displayed non-sustained ventricular tachycardia episodes for incorrect date. No intervention was done. There were no patient consequences.